Manufacturer narrative:
It was reported that the customer discovered that on one of the two hls sets the intellipack was damaged. The kit was not opened or used. The failure occurred before use. The product was delivered by fedex. The affected product was investigated by the getinge laboratory on (B)(6) 2024 with following conclusion: the reported failure could be confirmed. The affected product was not received in the original outer packaging. The tyvek cover was not damaged but the intellipack was. The intellipack was cracked. The most probable root cause for the damaged intellipack was external force from the top. As stated in the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 ¿ in chapter preparation and installation: ¿perform a careful visual inspection of the sterile packaging before use. Pay particular attention to moisture, openings and soiling. Perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures." The device history review was performed for the affected set, as the failure is related to the set and not to the module. The affected product has been reviewed for the reported failure on (B)(6) 2023. According to the final test results, the product passed the tests as per specifications. Based on the results the reported failure "intellipack damaged" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Event description:
It was reported that the customer discovered that on one of the two hls sets the intellipack was damaged. The kit was not opened or used. The failure was found before use. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.